Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced log in issue - unresolved, no communication from other device to software. The customer reported, no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The customer reported, that after using minimed mobile application and logging in the carelink. The server connection could not be confirmed. The pairing screen did not progress. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. The server connection cannot be confirmed, when the minimed application was installed and registered, but it continues to display. Pairing was not possible. No harm requiring medical intervention was reported. It¿s unknown, whether the customer will continue using the application. Product return requested for mmt-7333. Customer declined to return or is unable to return.